Event description:
It was reported that the patient presented to the hospital for a routine pulse generator change procedure. During the procedure, the chronic leads were plugged into the new pacemaker. The scrub technician sutured the pocket and noise was seen on the ventricular channel. The right ventricular lead and atrial lead were tested and no anomalies were found. Both leads were plugged into the ventricular port on the new device and both times excessive signals were observed on the electromyogram. A different pacemaker was then used to complete the procedure. The patient condition was stable.

Manufacturer narrative:
The reported event of noise artifact was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.